Event description:
It was reported the device was use during an unknown procedure. It was reported by the affiliate that the tip of the trocar shaft was broken. One piece of tip was retrieved from the pt. There was no pt consequence.

Manufacturer narrative:
Tracking #.48172. Based upon inquiry verification, and visual examination, the reported event was confirmed, the sleeve was rec'd with a broken cannula. No conclusion could be reached as to how this event occurred.